Event description:
It was reported that before use 2 bd vacutainer® edta 2k tubes had deformed caps. There was no report of patient impact.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter address:(B)(6). H.6. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for deformed hemogard shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed hemogard shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.